Event description:
It was reported the lcd (liquid crystal display) screen will not display. There was no patient involvement. This programmer is for internal use only and marked not for human use.

Event description:
It was reported the lcd (liquid crystal display) screen will not display. No information was received indicating patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis confirmed the reported event. The device powered up with a blank display, and a printed circuit board was found to be out of specification.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.